Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high pacing impedance. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils due to the outer and inner coils compressed consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had dislodged and exhibited a high impedance measurement. The physician attempted several times to implant the rv lead, but the lead had helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient was in stable condition.